Event description:
Caller reported a malfunction in tandem source, which was identified as a pump issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions for future issues, allowing continued use of the pump.